Event description:
It was reported that during preparation for use in a therapeutic peripheral procedure, the pioneer plus catheter image was distorted and an error code "catheter fault ivacepi4090 detected. Please replace the catheter." Was present. Due to no other similar devices available to compete the case endovascularly, the case was completed with surgical bypass. No patient injury reported. This adverse event and product problem is being submitted due to the device malfunction requiring surgical bypass to complete the procedure.

Manufacturer narrative:
This case was reviewed and investigated according to the manufacturer¿s policy. Age-ethnicity: no information available. Suspect products: not applicable for this device. Implant & explant date: not applicable for this device. Initial reporter reporting source: country is netherlands. The pioneer plus catheter was not returned for evaluation, thus no returned product investigation was performed. Remedial action & correction/removal reporting number: do not apply to this submission. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
Block h3: the pioneer plus catheter was returned for evaluation. The catheter was connected to the pim and recognized by the imaging system; however, it displayed an incomplete image. Further testing identified an electrical failure along the scanner. Block h6: the probable cause of the reported complaint is likely the result of compromised connections. Strain, impact, and forces associated with use can affect the integrity of the electrical connections within the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.